Event description:
It was reported that the patient received potential inappropriate therapy for suspected atrial fibrillation (af) episodes with rapid ventricular response (rvr). In addition, occasional far field r-wave (ffrw) oversensing of the right atrial lead occurred during arrhythmia. The system remains in use. No further patient complications have been reported as a result of this event.